Manufacturer narrative:
(B)(4), it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted in the hospital for bacteria in the blood after receiving shocks from the stimulator. The patient had a wound check in the hospital and showed that his incision from the implant look perfect and does not suspect infection. It was believed that the patient had an infection in the discs. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician did not believed that the bacteria in the blood was device or procedure related. It was unknown what caused the bacteria.

Event description:
A report was received that the patient was admitted in the hospital for bacteria in the blood after receiving shocks from the stimulator. The patient had a wound check in the hospital and showed that his incision from the implant look perfect and does not suspect infection. It was believed that the patient had an infection in the discs. The patient was prescribed antibiotics.